Event description:
Event description guidant received information that the patient with this right ventricular lead had an impedance measurement greater than 2500 ohms, triggering the lead safety switch. Loss of capture was also observed. The field representative reprogrammed the lead to bipolar and was questioning whether he should have reset the lead safety switch first.